Event description:
During a lap gastric bypass procedure, upon trying to first activate the instrument, a solid tone occurred. The tech retightened the instrument, same tone. These stesp were repeated with a second piece with the same results. Finally, a third instrument was used. There was no reported pt consequence and 2 devices are being returned.

Manufacturer narrative:
Eval summary: the analysis results found that devices a and b were returned with the blades nicked and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.